Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and checked that the system failed to bootup. The review of system log files confirms the malfunction. Upon troubleshooting, fse found an issue with the gpdu (geometry power distribution unit) network. To resolve the issue, fse replaced the gpdu. After replacement, the system was returned to use in good working condition.